Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, there was contamination on the j1002 and j1003 on the defibrillator board and on j1000 on the computer / analog (ca) board. The cause of the inability to complete testing is high contact resistance. The cause of the high contact resistance is the contamination. The root cause of the contamination is oxidation on the connector pins. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not complete testing.